Event description:
It was reported to philips that the system restart by itself. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The procedure was delayed and completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and identified the system restarts by itself. The review of system log file could identify errors related to ippc (image processor pc). Upon troubleshooting, performed internal cleaning of ippc, diagnostic tasks, disk testing and entire image chain testing. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.